Event description:
During an emergency support program call, the customer reported an autofill failure alarm on a cardiosave intra-aortic balloon pump (iabp). Troubleshooting, including switching to another pump, did not resolve the alarm. Due to the persistent alarm and risk of thrombus formation, the patient was prepared for transfer to the or/cath lab for balloon catheter replacement. No harm was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.